Event description:
It was reported by service report that the zoom handle cover was cracked exposing sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Zoom handle cover.